Manufacturer narrative:
The returned pump, upon disassembly, revealed a thrombus formation in the proximal side of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was operating; however, a duration of time for which it was present in the pump could not be determined. Although the evaluation could not determine a specific cause for the development of the observed thrombus formation, it was occluding a large portion of the blood flow path and could have contributed to the report of hemolysis. Visual examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event. Driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 35 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that during the patient¿s hospitalization, the patient had some elevated hemolytic markers with a peak of plasma free hemoglobin (pfhgb) of 42 g/dl and lactate dehydrogenase (ldh) of 1043 u/l. The health professionals thought that this was possibly related to post-operative pericardial effusion. The patient was discharged on (B)(6) 2016. The patient¿s lab work that was completed for the follow-up clinic appointment on (B)(6) 2016, showed worsening elevations in the ldh (1397 u/l) and pfhgb (52 g/dl), along with an inr goal of 2 to 3. The patient was subsequently admitted to the hospital and the patient¿s pump was exchanged on (B)(6) 2016 due to acute hemolysis and suspicion of pump thrombosis.